Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of the essure devices') in a 50-year-old female patient who had essure (batch no. 627446) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleep disorders"), asthenia ("asthenia") and visual impairment ("vision disorders"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with bilateral partial resection of the uterine horns). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the sleep disorder, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, sleep disorder and visual impairment with essure. The reporter considered medical device removal to be related to essure. The reporter commented: events occurred for several years. Essure removal at the patient's request. Post-op consultation on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: updated quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of the essure devices') in a 50-year-old female patient who had essure (batch no. 627446) inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleep disorders"), asthenia ("asthenia") and visual impairment ("vision disorders"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the sleep disorder, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, sleep disorder and visual impairment with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of the essure devices') in a (B)(6) female patient who had essure (batch no. 627446) inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleep disorders"), asthenia ("asthenia") and visual impairment ("vision disorders"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the sleep disorder, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, sleep disorder and visual impairment with essure. The reporter considered medical device removal to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of the essure devices') in a (B)(6) female patient who had essure (batch no. 627446) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2008, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sleep disorder ("sleep disorders"), asthenia ("asthenia") and visual impairment ("vision disorders"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with bilateral partial resection of the uterine horns). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the sleep disorder, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, sleep disorder and visual impairment with essure. The reporter considered medical device removal to be related to essure. The reporter commented: events occurred for several years. Essure removal at the patient's request. Post-op consultation on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: reporter returned questionnaire on essure removal: patient's weight, height added (morbid obese). Events occurred for several years. Essure removal at the patient's request. Post-op consultation on (B)(6) 2020. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.